Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37761, serial # (B)(4), product type recharger.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. It was reported that the patient¿s stimulator was not working which started sometime in (B)(6) 2016. It was also noted the connector pin from the desktop charger was loose and wouldn't stay in the recharger unless it was held in place. As a result the consumer had problems when trying to charge because the plug on the desktop charger was loose and not straight so it got to the point they were unable to charge the implant. The consumer was sent a new desktop charger, but their implant still wouldn¿t charge so they met with the manufacturer¿s representative (rep) to jump start the battery. Further information received from the rep reported that the device was overdischarge. They did a 60 minutes timer and then had the patient charge to 25%. They cleared out the screen and then reprogrammed and the patient was charging it full. The issue resolved at the time of the report and the "unit was in good working order." No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.